Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm model#: sc-2366-70 serial#: (B)(4) description: linear 3-6 lead, 70cm model#: sc-3138-25 serial#: (B)(4) description: scs phiii ext 25cm the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the cervical lead anchors and ipg site. Symptoms were redness, swelling and fever. The cause of infection was unknown. It was believed that infection was not procedure related. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well postoperatively. No further course of action at this time.